Manufacturer narrative:
Follow-up submitted as this complaint was determined not to be reportable. An obstruction sensor malfunction could result in the lift being stuck, however, it is not likely to harm the patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the obstruction sensor did not work due to a short. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the obstruction sensor did not work due to a short. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.